Manufacturer narrative:
Per the tandem user guide: if you manually stop insulin delivery, you must manually resume insulin delivery. The automated insulin dosing feature does not automatically resume insulin if you decide to stop it manually. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided), and trace ketones. Reportedly, the cause was the customer changed supplies, and did not resume insulin. Bg was addressed via a correction bolus. The customer was instructed to consult with healthcare provider regarding bg level.